Event description:
It was reported that, "the surgeon inserted a cutting edge advantage silver cement 5 broach and advanced the above listed calcar planar on ream power over the proximal peg on the broach to plane the calcar. Upon touching the bone with the planar, a 2cm wide by 1cm long piece of posterior neck fractured off completely from the calcar. The surgeon attempted to re-attach this bone after cementing in a omnifit hfx hip stem (lot 4ymke), used in conjunction with a c-taper head (lot mha69w), and a bipolar head (lot n2rmle). He attempted to re-attach the bone with two dall miles cables, but did not have success so he discarded the bone and left the neck without it."

Manufacturer narrative:
An eval of the device cannot be performed, as the device was not returned to the MFR. If device or add'l info becomes available, it will be submitted in a supplemental report.